Event description:
Hamilton company was informed on aug 9, 2002 of an event that occurred in 2002, in which the hamilton microlab at +2 instrument reportedly did not pipette row a and did not generate an error message. No death or injury resulted from this event. This report is associated with hamilton customer complaint.